Event description:
Information received indicates the left head caster swivels when the brake is set.

Manufacturer narrative:
The technician found the locking teeth were worn on the caster. The technician replaced the caster to repair the stretcher.